Event description:
The patient experienced increased pain. An x-ray showed that the catheter was intact. A magnetic resonance imaging revealed a granuloma at the tip of the catheter. The intrathecal catheter was replaced approximately 3 weeks later. The pump was used to deliver dilaudid 50 mg/ml at 17 mg/day. After catheter replacement, the dosage was changed to 5 mg/day. The patient outcome was reported as 'no injury.'